Manufacturer narrative:
Date of event: date estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title : off-label use of proglide percutaneous closure device in iatrogenic arterial catheterizations: our experience. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
It was reported through an article identifying proglide that may be related to: deployment problems, suture breaks, and no blood flow through the marker lumen malfunctions without any major complications. Specific patient information is documented as unknown. Details are listed in the article, titled: "off-label use of proglide percutaneous closure device in iatrogenic arterial catheterizations: our experience."

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The proglide device was used in the subclavian artery and right common carotid artery. It should be noted that the proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attached article, titled: off-label use of proglide percutaneous closure device in iatrogenic arterial catheterizations: our experience this copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
Subsequent to the initially filed report, corrected information provided: it was reported through an article identifying proglide used in the subclavian artery and the right common carotid artery that may be related to: difficult to progress the device, suture breaks, and no blood flow through the marker lumen malfunctions without any major complications. Specific patient information is documented as unknown. Details are listed in the attached article, titled: off-label use of proglide percutaneous closure device in iatrogenic arterial catheterizations: our experience